Event description:
On 4/2/92 while being transferred from wheelchair to bed resident received 5" semi oval laceration on her lower right leg mid area. Sent to emergency room for evaluation - 20 sutures received. It is possible laceration incurred from bolt on wheelchair legdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: invalid data, device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.